Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 11:20 am CT. The report number is being corrected from: 2134265-2018-64562 to: 2134265-2018-62969.

Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, upon inflation at 6 atmospheres for a few seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported. Returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the tip is damaged. There is a longitudinal tear 8mm from the tip and approximately 17mm long. There is blood present in the guidewire lumen and the balloon is loosely folded. There is no indication the device was inflated over the rated burst pressure (rbp). Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, upon inflation at 6 atmospheres for a few seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.